Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the histopathology reported mild pale histiocytic infiltrate, suggestive of prosthesis wear; degenerative changes; no evidence of infection. A definitive root cause cannot be determined for loosening. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: anatomical shoulder reverse, screw system, 4.5-42: catalog#: 01.04223.042, lot#: 3021386; base plate uncemented: catalog#: 00-4349-038-11, lot#: 64556002; 40mm glenosphere: catalog#: 00-4349-040-11, lot#: 64032723; 40mm +0mm offset poly liner: catalog#: 00-4349-040-00, lot#: 64560444. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that revision of tm reverse shoulder. Glenoid baseplate had become loose. One glenoid screw was found to have broken into two. The patient had an infected skin lesion treated 3 weeks prior. Baseplate loosening was discovered one week ago. Surgeon mentioned that infected skin lesion and the fact the patient is a farmer with high physical demands may have contributed to the baseplate loosening.